Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed breakage. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The sigma anterior knee chisel broke into two parts. No surgical delay or patient consequences reported.